Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. On an unspecified date/time, the patient reported obtaining blood glucose readings of "300 and 400 mg/dl" with the subject meter and "80 mg/dl" on a hospital meter, performed greater than 30 minutes apart from each other. The patient claimed that 30 minutes after the start of the alleged issue, she developed symptoms of feeling dizzy, light headed and blurred vision. The patient further reported being treated with IV glucose by an hcp while in the emergency room. The cca noted that the patient does not take any medication to manage her diabetes. The patient denied making any changes to her diabetes management as a result of the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.